Manufacturer narrative:
Results codes: an additional results code of "120" was used to capture the electrical problem. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). At the time of this report, the date of the event is unknown. (B)(6). The field service specialist (fss) visited customer site to inspect the unit. Fss performed the preventative maintenance (pm) on the unit and replaced several filters as part of pm. Fss replaced advantech board and monitor assembly and since the new board failed, a replacement board was ordered. Fss revisited site and re-replaced the advantech board. Fss performed the field service checklist on the unit and it met abbott medical optics specifications. The system was monitored by the fss until (B)(6) 2015, which the system was found functioning properly and no further issues were reported. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that black screen occurred with the phacoemulsification machine. There was no patient involvement reported and patient treatments were not delayed or cancelled.

Manufacturer narrative:
\Date of event: the exact date of event remains as unknown and the account reported that the issue occurred in the week of (B)(6) 2015. The customer did not remember the exact date of event and provided the this week because it was the first week after the summer holiday. All pertinent information available to abbott medical optics has been submitted.